Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 36mm in length, concentric, de novo target lesion was located in the moderately tortuous, non-calcified, 3mm in diameter left anterior descending (lad) artery. After a 3.5 6f extra back-up (ebu) guide catheter engaged the lad and was co axially wired with a non-bsc guide wire, the lesion was pre-dilated with 2.5 x 9 maverick balloon catheter leaving 60% residual stenosis. A 38 x 3.00 promus premier drug-eluting stent was deployed; however, following post-dilatation with nc quantum apex balloon catheter, a stent edge dissection in proximal end was noted. The dissection part was then covered with another of the same device and the procedure was completed. No further patient complications were reported and the patient status was stable.